Event description:
The customer reported that the high-definition 3cmos autoclavable camera head "cable is cut and leaking noted during maintenance/preparation for use. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to the repair center for evaluation and the customer's allegation was confirmed. The cause of the reported event was determined to be a damaged cable resulting in the water tightness being lost. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): 4.0 states ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the high-definition 3cmos autoclavable camera head "cable is cut and leaking noted during maintenance/preparation for use. There was no patient involvement.